Manufacturer narrative:
Correction: h6 should reflect oversensing of noise.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited oversensing of noise. No device intervention was performed and the patient was stable.